Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured two times. It was reported that the valve moved toward the ventricle on deployment. On the second recapture, the valve infolded. It was reported that the patient had an elongated aorta and left ventricular outflow tract (lvot) calcification. Per the physician, calcification may have contributed to the infold. The valve was removed from the patient and a new system was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutr-26, serial#: (B)(6), ubd: 18-jan-2023, UDI#: (B)(4) product analysis: upon receipt of the suspect complaint valve in original packaging and jar submerged in clear solution at medtronic¿s quality laboratory, visual analysis showed the valve was discolored with evidence of blood contact. All leaflets were flexible and appeared intact. As received, all leaflets were in the closed position with a gap between the free margins of leaflets 2 and 3. All commissures appeared intact. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. At this point, the valve was recaptured and appeared to retract without issues or anomalies. The valve was subsequently deployed and appeared to exhibit a complete dilation; no anomalies were observed. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infold appears to have occurred as the valve was being deployed after two recaptures. It was reported that the patient had an elongated aorta and lvot calcification. Per the physician, the calcification may have contributed to the infold. After experiencing the infold, the physician chose to remove the valve from the patient and use a new system for implant. There was no information in the event description that either a pre or post implant balloon dilation had been performed. Per the IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Product analysis: upon receipt of the suspect complaint dcs at medtronic¿s quality laboratory, visual analysis showed the handle app eared intact. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the distal end of the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. A 26mm valve was successfully loaded onto the dcs. There was damage observed on the threading of the screw gear. The inner member shaft and spindle hub appeared intact with no evidence of damage. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported event for dislodged valve could not be confirmed in the analysis. Conclusion: delamination was observed on the dcs capsule, this typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, however, in this case it was not noted if the anatomy was tortuous. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Overall, there were no findings to suggest a failure to meet manufacturing specifications was related to this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.